Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2023, all hardware was removed in a revision surgery on (B)(6) 2023 due to loss of correction. Additional information indicates the patient was overactive and non-compliant post-surgery. The surgical site was revised with tmc hardware. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, based on the available information, the most likely cause of what was reported is patient non-compliance. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any issues with placement of the device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2023, all hardware was removed in a revision surgery on (B)(6) 2023 due to loss of correction. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.